Event description:
End user advised she was driving the chair at night and a police officer shined a light in her face and end user ran into the curb with seat belt on and she fell out the seat onto the ground because she was missing bolts and screws from the seat, end user advised she already knew screws and bolts were missing.